Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.0/+1.5/080 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated intraocular pressure, pigment dispersion and glare/halos. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Work order search performed: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
The lens was returned in a small vial. Visual inspection of the returned product found no visible damage and clear residue on the lens. (B)(6). (B)(4).